Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing also revealed that the internal battery was degraded. The internal battery was replaced to address this issue. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause of the power supply detection failure was a design limitation of the mechanical cable assembly. The root cause of the degraded internal battery was a software issue. The root cause of the failed to complete its internal self-test was contamination. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to detect a main power supply and complete its internal self-test. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the device failure to detect a power supply was due to a defective main board and power supply unit (psu). The device evaluation also determine that its failure to complete internal self-test was due to a pneumatic block. The main board, psu and pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to detect a main power supply and complete its internal self-test. There was no patient injury reported as a result of this incident.